Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in this incident, it was determined that the tower door was failed. A field service engineer confirmed with the customer issue was resolved while enroute. Fse remotely verified and confirmed the station was online with no failure icons. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.